Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited under-sensing that resulted in inappropriate termination of automatic mode switch. Programming changes were recommended but not yet completed. There were no patient consequences.